Event description:
Pt's family member called lfs in 4/2003 alleging pt's fasttake meter would not power on. They stated that in 4/2003 pt began exhibiting symptoms of dizziness and acting incoherent. They tested pt on a meter (type unknown) and obtained a reading of 560 mg/dl. They stated that they did not feel that reading was correct, so they attempted to test pt on the fasttake meter and it would not power on. They called the paramedics due to pt symptoms and when the paramedics arrived they tested pt's blood sugar and obtained a reading of 46 mg/dl. They gave pt oral glucose and an IV and were taken to the emergency room. Pt was released the next day. This case is being reported as a malfunction. Although the meter did not power on, it did not cause or contribute to the hypoglycemic event.